Manufacturer narrative:
(B)(4).

Event description:
Customer reported the needle hub was cracked. The user tried to aspirate blood with the introducer needle and air came into the syringe. There was no consequence for the patient. A new kit was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the needle hub was cracked. The user tried to aspirate blood with the introducer needle and air came into the syringe. There was no consequence for the patient. A new kit was used.